Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received an appropriate treatment during vt. At 11:02:23, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 220 bpm with motion artifact. The patient's post-shock rhythm was asystole with motion artifact and electrode lead falloff. The electrode belt was disconnected at 11:03:49. Patient passed away on (B)(6) 2021. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.

Event description:
Per continuous ECG recording, the patient was last seen in asystole with CPR/electrode lead falloff from approximately 11:02:24 until the electrode belt was disconnected at 11:03:49 on (B)(6) 2021. Submitting supplement MDR and closing complaint. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on 12/28/2021. Review of the download data, indicates the patient received an appropriate treatment during vt. At 11:02:23, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 220 bpm with motion artifact. The patient's post-shock rhythm was asystole with motion artifact and electrode lead falloff. The electrode belt was disconnected at 11:03:49. Patient passed away on (B)(6) 2021. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.